Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty procedure. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst during inflation. The procedure was completed with another of the same device. No patient complications were reported. The patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty procedure. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst during inflation. The procedure was completed with another of the same device. No patient complications were reported. The patient status was stable. It was further reported that the lesion was 70% stenosed and was severely tortuous and mildly calcified. The balloon inflated twice at 20 atmospheres for 1 minute before it ruptured. The device was completely removed, and no fragments left inside patient's body.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(E1) (B)(6). Device evaluated by MFR.: mustang 5.0 x 40, 75cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 32mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty procedure. The target lesion was located in the radial arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, the balloon burst during inflation. The procedure was completed with another of the same device. No patient complications were reported. The patient status was stable. It was further reported that the lesion was 70% stenosed and was severely tortuous and mildly calcified. The balloon inflated twice at 20 atmospheres for 1 minute before it ruptured. The device was completely removed, and no fragments left inside patient's body.